Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via telephone call that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading was 1,175 mg/dl. The caller was advised to have the customer call to report the hospitalization. The insulin pump was not returned or replaced.